Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had sticky buttons. Customer also reported that there was haziness on screen, diminished battery life, rejected new batteries, grinding while rewinding, slower to rewind, received low battery alert when pump was about to die and random unexplained no delivery. No harm requiring medical intervention was reported. The device will not be returned for analysis.